Event description:
It was reported that the customer had low blood glucose levels of 24mg/dl. Paramedics were called. Customer stated that they believe that the insulin pump was delivering more insulin then what was needed. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. It was also reported that the customer's insulin pump went into threshold suspend. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.